Event description:
On 08/21/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The inserting physician indicated that he may have performed a double wall stick during the procedure. The pt remained in the hosp for a scheduled coronary artery bypass graft procedure; on 08/23/1998 the hosp staff noticed that the pt appeared to be pale. A pre-operative hemoglobin & hematocrit was obtained which found the pt's hemoglobin to be 7. The pt was subsequently transfused (no other treatment reported). On 08/24/1998 the pt underwent the previously scheduled coronary artery bypass graft procedure. As of 09/22/1998 there has been no further report to the MFR of complication or pt sequelae.